Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the lens rapidly left the injector (rather than the smooth insertion) resulting in a capsular tear. Surgeon was placed the lens in the capsular bag and surgery was successfully completed with taking an extra 10 minutes on normal surgery time. No issues with the patient. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).